Event description:
The customer created a head and neck imrt plan. The poi (point of interest) used as the isocenter for the setup drrs with the current poi. Pinnacle3 uses the current poi as isocenter for drrs by default. In this case, the isocenter was the calculation point, which was 6cm superior to the desired isocenter. A rash was noticed on the pt's face and originally thought to be related to the chemotherapy taking place concurrently with the radiation treatment. When the rash did not respond to treatment, the plan was further examined and the error was discovered. The pt's optic nerve received 6576 cgy versus planned 296 cgy. The pt is currently suffering eye irritation. The long term effects are unk. No product malfunction has been alleged.

Manufacturer narrative:
Eval summary: the root cause of this incident has been determined to be user error. The standard qa practices should have discovered this error. Additionally, no product malfunction has occurred. The user facility does not allege any device defect or malfunction. The pinnacle3 product and labeling were evaluated, and it was determined the device performed as intended. The customer created a head and neck imrt plan. The poi used as the isocenter for the setup drrs with the current poi. Pinnacle uses the current poi as isocenter for drrs by default. In this case, the isocenter was the calculation point, which was 6cm superior to the desired isocenter. A rash was noticed on the pt's face and originally thought to be related to the chemotherapy taking place concurrently with the radiation treatment. When the rash did not respond to treatment, the plan was further examined and the error was discovered. The pt's optic nerve received 6576 cgy versus planned 296 cgy. The pt is currently suffering eye irritation. The long term effects are unk. The pinnacle3 radiation therapy planning system product only allows the user to develop radiation treatment plans and is not a radiation therapy treatment device itself. The pinnacle3 product performed as intended. There were no product malfunctions associated with the reported events.